Event description:
The customer stated that she tested her blood glucose using a one touch meter and her contour meter. The one touch read 110 mg/dl, while the contour read in the 400's (mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.